Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The instrument was giving vent line sensor (vls) diluent errors and was failing differential and retic backgrounds when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that tubing came off the backwash manifold, (mf4). The backwash manifold mf4 delivers pressurized diluent or cleaning agent to rinse the aspiration pathways, and the differential mixing, stain and retic chambers. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that tubing came off the backwash manifold, (mf4). (B)(4).